Event description:
In may 2003 a dr. Was performing an emg on a patient using the 25-30mm concentric needle. The dr. Claims she inserted the needle into the patient's neck and when she pulled it out the needle was not there. The dr. Believes the needle became disconnected from the hub during the procedure. The patient had to have the needle surgically removed. This needle has been forwarded along with the needle hub to their risk management department for review.